Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an pocket erosion. The patient required and received antibiotics. It was also reported that during the procedure perforation of the superior vena cava occurred. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.